Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 278mg/dl and a correction bolus was delivered to address the bg level. A supply change was performed to address the occlusion alarm.